Event description:
It was reported to tyco/kendall helathcare on 10/26/2005 that a customer had a problem with the dual lumen PICC catheter. The customer states that the pic developed a hole underneath the butterfly.